Event description:
It was reported that the customer required medical intervention by emergency medical services due to low blood glucose levels about a year prior to the call. The blood glucose reading was about 22 mg/dl or more when the customer was hospitalized for low blood glucose. The customer stated that she fell out of her bed and hit her head leading up to the event; she complained of vomiting, thinking she had the flu. She noted numbness in her hands and arms. Her husband tried to treat her with glucose tablets, but she kept spitting them out. She reported that her infusion set pulled out of her body and experienced a high blood glucose reading of over 500 mg/dl. She declined troubleshooting for the device, stating that it worked fine. The customer also reported that she had been hospitalized for high blood glucose over 2 years ago. The blood glucose reading had been 1300 mg/dl and she had a heart attack. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-48597.